Event description:
During laparoscopic gastric bypass surgery stapler malfunctioned. Surgery was converted to open procedure. This is their second occurrence with this product. They have contacted company and stopped using product.